Event description:
A 73-year-old female patient underwent a catheter placement procedure using a groshong central venous catheter. During the placement, while gently pulling back to position the catheter correctly through the tunneled tract, the cuff which should have remained attached to the catheter became detached. The cuff was unintentionally left behind in the tunneled subcutaneous fat layer rather than remaining attached to the catheter. The current status of the patient is unknown.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records will be performed. The return of the sample is pending. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.